Event description:
While performing a laparoscopic appendectomy the ethicon stapler pve35a lot # ¿t958703¿ did not release after being engaged. The surgical technologist released the stapler using the manual release button. The product was sequestered for further investigation. The product rep was notified. FDA safety report ID #. (B)(4).